Manufacturer narrative:
An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR#: reference: (B)(4). H3 other text : placeholder.

Event description:
Through follow-up the surgeon provided the following additional information. The patient underwent uneventful cataract plus stent procedure. Per report, a trabeculotomy was performed to treat the reported elevated iop.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a post-market clinical study. Reportedly, following a left eye trabecular micro bypass stent procedure, the patient presented with iop increase postoperatively. Per report, the surgeon was concerned that the patient's vision could be affected. Subsequently, a trabeculotomy was performed three (3) weeks postoperatively. Additional information has been quested.